Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 124 mg/dl. The customer stated that the drive support cap was normal. The customer also stated that the insulin pump was damaged on the same side of the reservoir compartment underneath it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to broken off end cap. Insulin pump had broken reservoir tube lip and missing reservoir tube o-ring.